Event description:
It was reported that the ilet user accidentally removed the teflon needle from the inset applicator when removing the needle guard, resulting in the infusion set deploying incorrectly; the user had already changed supplies with a new infusion set but requested a replacement. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure when deploying the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.